Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 209 mg/dl. His glucose was retested using another meter and that reading was 106 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval, but they were not received by the qa lab. Replacement strips were sent to the customer.